Manufacturer narrative:
An event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to ipg becoming inoperable. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
H6: health effect - clinical code: should not have been 2388 - inadequate pain relief, the correct code is 4412 - movement disorder

Event description:
It was reported that the patient's dbs ipg was inoperable and the manufacturing representative is unsure when it died. Surgery occurred where the ipg was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.